Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported low blood glucose issue.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 50 mg/dl. Customer consumed carbohydrates to address bg level. Cause of low bg was unknown.